Manufacturer narrative:
Additional information: e1((B)(6)). A getinge field service engineer (fse), evaluated unit the repair cannot be completed temporarily. The user has been reminded that it is strictly forbidden to use it in clinical practice before repair the equipment must not be used in clinical practice before repair after on-site inspection, it is temporarily determined to be a problem with the 5000-hour maintenance kit, and a quotation has been given to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in telephone number: (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) automatic inflation alarm failed, the customer has replaced the equipment, and no personal injury occurred.